Event description:
It was reported that on (B)(6) 2010, the patient underwent an anterolateral approach fusion at l3-4 using rhbmp-2/acs. In 2010, the patient was diagnosed with bone growth, chronic pain and nerve damage, and has required extensive medical treatment. The patient has severe disabling daily pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2010: the patient was pre-operatively diagnosed with l3, l4, l5 spondylolisthesis and disc disruption, status post motor vehicle accident. L4-l5 pre-existing fusion with pseudoarthrosis. L3-s1 arthrodesis with focal kyphosis at l5-s1 and sagittal imbalance. Intractable back pain and right sided hip and leg pain. Chronic narcotic use and underwent the following procedures: l3-l4 anterolateral exposure and retroperitoneal approach for exposure of the lumbar spine. L3-l4 exploration of fusion, discectomy, debridement and excision of previous non-united interbody bone allograft and osteotomy or bridging osteophytes. L3-l4 anterolateral interbody arthrodesis. L3-l4 insertion of biomechanical device cage height 11, straight cage, interbody cage. Use of morcellized bone allograft, bone morphogenic protein and permagraft. Bone marrow aspiration from vertebral end plate. Physician directed fluoroscopy. Neurological monitoring, physician directed. As per op-notes, once the friable residual disc material was removed, the previously inserted interbody cage was then identified. This was broken into two, was taken to two pieces with an osteotome and each piece was retrieved separately. The cage was then filled with bone morphogenic protein and permagraft was mixed with bone marrow aspirate from the bony endplates.